Event description:
It was reported that externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.